Manufacturer narrative:
A ge representative evaluated the system and set up the user interface (uif) to the correct configuration. This was not an accidental radiation occurrence as no un-commanded x-rays occurred. System operates as intended.

Event description:
The customer reported that the safety key switch was not inhibiting x-rays. No patient injury was reported.